Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient fell in the shower and landed on their back where the implant was. There was bruising at the ins site and the patient mentioned that the ins seemed to be malfunctioning.